Event description:
Due to seizures an apnea monitor was ordered for the baby. At approx 0030 am, baby was put to bed with a bottle. At 9:30, mom woke up and went to check on the baby. She discovered the "loose connection" alarm light on and the baby not responding. She unplugged the monitor, (and it did alarm), took the baby to the other room and called 911. Paramedics took the child to the ER where efforts to revive were unsuccessful.